Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that a recent remote monitoring transmission showed missing data. It was noted that the patient had been undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419478 lead implanted: (B)(6) 2007; 4475 competitor lead implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were question marks in the patient name field.